Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent anterior-posterior colporrhaphy with enterocele repair, sacrospinous ligament vaginal vault suspension, insertion of vaginal graft (repliform), no tension suburethral sling (adjust) on (B)(6) 2014 due to vaginal prolapse, urethral hypermobility, and urinary incontinence. It was reported that patient underwent interstim percutaneous nerve evaluation (pne) on (B)(6) 2014 due to urge urinary incontinence and overactive bladder. It was reported that patient underwent rectocele repair on (B)(6) 2014 due to rectocele, and vaginal scarring. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2013 by (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 due to cystocele, and sui. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia, and other. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to vaginal mesh, and female pelvic pain.